Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 259 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer observed insulin drops exiting the infusion set tubing and no issues with the cannula or site after it was removed. The customer changed out the infusion set site.